Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a flipped pump was confirmed. Patients managing physician referred patient to surgeon after noting flipped pump upon refill in approximately late (B)(6). Physician did manually reposition pump and successfully fill. Patient seen by surgeon on (B)(6) 2014 and scheduled for surgery on (B)(6) 2014. At the time of the (B)(6) appointment, patient was having efficacy and did not have any fluid over pump. When patient arrived for procedure on (B)(6), it was noted that she now had a large fluid collection over pump. In the operating room (or), a large amount of clear fluid was drained from pump pocket. No signs of infection noted. Catheter was inspected and was aspirated successfully. Dye was injected and confirmed to be intrathecal. No beading was seen along catheter or along connections. Surgeon found no evidence of catheter malfunction. With no evidence of catheter malfunction and no patient symptoms of withdrawal, it was determined that fluid may have been seroma, "differential diagnosis vs cerebral spinal fluid (csf) collection." Surgeon re-anchored pump to fascia and restarted at current dose. It was noted that it was not flipped due to inadequate placement at implant, it had been anchored at initial implant. The cause of the flip was unknown. The patient's status at the time of report was "alive-no injury." As of (B)(6) 2014, the patient had been discharged home post rehab and was stable. The pump system was delivering gablofen.